Event description:
Boston scientific crm received information that a red alert was issued for this device indicating low shock impedance. The clinician reviewed data in latitude and all daily measurements were within normal range. Technical services (ts) discussed that the low shock impedance measurement had not been reported on latitude yet. Ts discussed the 21 hour reading and the 24 hour reporting period and they are not associated with calendar time. Ts discussed that the device did get a reading <20 ohms so there may be an issue with the integrity of the system and the patient may be unprotected. Ts discussed further evaluation and that the integrity of the system can be tested with a maximum energy commanded shock. The clinician will discuss with the physician. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was later reported that the patient was brought in to try and recreate low impedance measurements while performing pocket manipulation and impedance was within range. Non-invasive programmed stimulation was then performed. All shock vectors were tested and all had normal impedance measurements. A chest x-ray was performed and confirmed that the pins were past the connector block. A maximum energy shock was performed and impedance was normal. There was no noise on the shock electrogram. The physician elected to monitor impedance. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Approximately two years later, another alert was detected for low shock impedances. Additional investigation is being performed to determine next course of action or if the patient will continue to be monitored. No adverse patient effects were reported.